Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 6 and 7 from the distal end were damaged and deformed. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 235mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75 x 38 synergy drug eluting stent was advanced but repeatedly failed to cross the lesion. It was noticed that the shaft got disconnected during the process of removing the device. No serious injury or adverse patient effects were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75 x 38 synergy drug eluting stent was advanced but repeatedly failed to cross the lesion. It was noticed that the shaft got disconnected during the process of removing the device. No serious injury or adverse patient effects were reported.